Manufacturer narrative:
A bci field service engineer (fse) evaluated the system. The fse found that the co2 alkaline buffer circuit was leaking onto the cl electrode. The leak was repaired and the cl electrode replaced. In addition, the ratio pump piston, quad rings and o-rings were replaced. The eic system was cleaned. This reportable event was identified during a retrospective review of complaints conducted between january 1, 2008 and october 23, 2010 for add'l reportable events. This MDR represents event 3 of 24 reported by this customer. This MDR is related to the following mdrs that have been reported: 2050012-2011-04670, 04671, 04673, 04674, 04675, 04676, 04677, 04678, 04679, 04680, 04681, 04682, 04683, 04684, 04685, 04686, 04687, 04688, 04689, 04690, 04691, 04692, 04693.

Event description:
The customer contacted beckman coulter, inc. (Bci) to report that their unicel dxc 600 synchron clinical system has had an ongoing problem of erroneously low chloride (cl) results. An unk number of erroneous results were reported out of the laboratory. It is unk if there were any changes to pt treatment associated with this event, but there have been no reports of death or serious injury. The customer stated that when cl results start trending low, they recalibrate the system and perform retests. The customer did not state if amended reports are issued. Prior to each event, the ion selective electrode (ise) system was successfully calibrated and the cl quality control (qc) recovered within the lab's established ranges. The customer provided original and repeat results for twenty four pt samples. This is report 3 of 24 medwatch reports filed for this event for pt 3 of 24 pts.